Event description:
Baxter territory manager reported notification of an over infusion of heparin involving a colleague single channel pump during pt use. The pt was admitted through the emergency department (ed) due to difficulty breathing. The pt was negative for pulmonary emboll and the facility was trying to rule out deep vein thrombosis (dvt). The pt was started on heparin 25,000u in 250ml to run at 1400u/hour. The infusion was started via a peripheral intravenous (piv) line. The vital signs pre-infusion and event were blood pressure (bp) 110/84, heart rate of 71. Post event: bp 128/76 and heart rate of 52. The pt was placed on oxygen (o2) at 2u nasal cannula. The pt was being readied for transfer to hospital and the nurse noted that the heparin was infusing at 125ml/hour. The infusion was discontinued and the physician was notified. No labs were ordered. The pt displayed no adverse signs or symptoms of bleeding. It is not known what the pt's status is at this time, however, the pt was stable at the time of the transfer.

Manufacturer narrative:
The pump has been requested to be returned to the product analysis lab for evaluation. A follow-up report will be filed upon completion of the evaluation, or if any add'l details become available. The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.